Event description:
Same case as MFR report #: 2134265-2011-03698. It was reported that during a stenting treatment procedure, the stent was mal-apposed. In (B)(6) 2011, after pre-dilation a 3.5x12mm promus element was implanted in the mid right coronary artery (rca) and post dilated to 22 atm's with no apparent complications. The rca was moderately calcified and tortuous. In (B)(6) 2011, the patient still having anginal symptom was brought back to treat the right posterior descending artery (pda). The physician attempted to advance a 2.75x24mm promus element stent to the pda but struggled to pass it through the previously stented section of the mid rca and the 2.75x24mm promus element snagged on the stent struts of the previously placed stent causing it to come off the balloon. The consultant managed to pull it back to the wrist area where a radiologist snared it out successfully. The patient was brought back the following week and ivus revealed mal-apposed stent struts on the first stent which was restented. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).